Manufacturer narrative:
A replacement workstation computer was ordered for the customer. A field service engineer (fse) went on-site (B)(4) 2011 and replaced the monitor and verified repair per established procedures. This resolved the issue. The root cause for this event can be attributed to the faulty power supply to the monitor. (B)(4).

Event description:
A customer contacted beckman coulter inc. (Bec) reporting that there was smoke coming from the crt (cathode ray tube) monitor associated with their coulter act 5diff cap pierce hematology analyzer. The customer immediately unplugged the workstation monitor and called the bec hotline for assistance. No injury was reported and there was no need for fire extinguishers or summoning the fire department. No patient results were affected by this event.